Manufacturer narrative:
PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
During a cut-down procedure and mitral clip placement, it was reported the flexor high-flex ansel guiding sheath was noted to have been cut. The complainant is unsure if the damage occurred prior to or during the procedure. Another flexor high-flex ansel guiding sheath was used to complete the procedure. No patient adverse effects have been reported. Although requested, no additional information will be provided.

Manufacturer narrative:
On the initial emdr these fields were inadvertently marked 'ni' when they should have been noted as asku*. These fields have been updated accordingly. Correction b5: on the initial emdr it was inadvertently reported that this case was completed using another flexor high-flex ansel guiding sheath. This information cannot be confirmed, customer noted "opened another product". Correction d10b: on the initial emdr this field was inadvertently left blank. The product received date has been included. Investigation ¿ evaluation a review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufactures instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that bio-matter was present throughout the device. The sheath tubing was separated and connected by exposed coil. The proximal section of tubing measures 46.9cm length with approximately 40.0cm of exposing coil exiting the distal end. A small piece of the inner liner of the sheath was noted on the coil at 14cm from the proximal section of the tubing. The distal section of the tubing was approximately 8.0cm in length. Additionally, three kinks were noted on the distal tubing section at .09cm, 2.3cm, and 3.0cm from the proximal end. Moreover, accordion damage was noted beginning at 5.6cm and continuing to 6.1cm from the proximal end of the distal section of tubing. This information confirms the initial reporter¿s complaint. Furthermore, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. However, for the subassembly sa8577408, five nonconformances were noted and one appears to be potentially related to the failure mode as sheath shaft damage was noted on one device. This nonconforming device was scrapped and not replaced. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause can be traced to user error. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. See h10 for corrected information.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.